Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported blood glucose levels above 250 mg/dl while wearing the pod between 5 and 24 hours on the abdomen. The pod was reported to have fallen off, resulting in cannula dislodgement from the infusion site. As treatment, a new pod was applied.